Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the select key on the channel c pumphead keypad is inoperable. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.48.92, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition, however the previous servicing didn't contribute to the reported problem because the assignable root cause was found to be fluid ingress on keypad flex cable. A device history review was also performed, finding that during the manufacturing of this device, the pump experience a failure code of 812:02 at channel c. The pump head module was changed and the pump passed subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "select button of keypad at channel c was inoperative" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module channel select key. It was not indicated what was done to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.